Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient was scheduled for inferior vena cava (ivc) placement secondary to pulmonary embolism and recurrent lower extremity deep vein thrombosis. An ivc filter was deployed at the level of the third lumbar vertebral body. Approximately four years one month post ivc filter deployment, a chest mra demonstrated moderately sized subacute pulmonary embolism in the left lower pulmonary artery and left inferior segmental arteries with associated distal diminished perfusion. Approximately five years seven months post ivc filter deployment patient was scheduled for ivc filter retrieval. A CT demonstrated inferior vena cava patency and no thrombus associated with the ivc filter. Further demonstration noted stenosis of the inferior vena cava associated with the ivc filter. A bard retrieval set was used to engage the filter, however the filter was too embedded within the inferior vena cava to be retrieved. A gooseneck snare was then used and was subsequently retrieved. The filter was inspected and a small portion of one of the filter limb hooks was noted to be missing. A follow-up inferior venogram demonstrated unchanged stenosis of the ivc where the filter was located and the remainder of the inferior vena cava widely patent. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years one month post ivc filter deployment, a chest MRI demonstrated moderately sized subacute pulmonary embolism in the left lower pulmonary artery and left inferior segmental arteries with associated with distal diminished perfusion. Approximately five years seven months post ivc filter deployment patient was scheduled for ivc filter retrieval. A bard retrieval set was used to engage the filter, however the filter was too embedded within the inferior vena cava to be retrieved. A gooseneck snare was then used and was subsequently retrieved. The filter was inspected and a small portion of one of the filter limb hooks was noted to be missing. Therefore, the investigation can be confirmed for limb hook detachment and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date (02/2013), (02/23/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed for deep vein thrombosis/pulmonary embolism. Approximately four years one month post filter deployment a CT demonstrated a moderately sized subacute pulmonary embolism. Approximately five years seven months post filter deployment the tilted filter was percutaneously captured and retrieved. However, upon retrieval a small fragment of the filter limb anchor was noted to be missing. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years one month post ivc filter deployment, a chest MRI demonstrated moderately sized subacute pulmonary embolism in the left lower pulmonary artery and left inferior segmental arteries with associated with distal diminished perfusion. Approximately five years seven months post ivc filter deployment patient was scheduled for ivc filter retrieval. A bard retrieval set was used to engage the filter, however the filter was too embedded within the inferior vena cava to be retrieved. A gooseneck snare was then used and was subsequently retrieved. The filter was inspected and a small portion of one of the filter limb hooks was noted to be missing. Therefore, the investigation can be confirmed for filter limb hook detachment and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.per the medical records, a bard retrieval set was used to engage the filter; however the filter was too embedded within the inferior vena cava to be retrieved. A gooseneck snare was then used and was subsequently retrieved. Therefore, it is possible that the embedded filter led to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date (02/2013),

Event description:
It was reported through the litigation process that a vena cava filter was deployed for deep vein thrombosis/pulmonary embolism. Approximately four years one month post filter deployment a CT demonstrated a moderately sized subacute pulmonary embolism. Approximately five years seven months post filter deployment the tilted filter was percutaneously captured and retrieved. However, upon retrieval a small fragment of the filter limb anchor was noted to be missing. The current patient status is unknown.